Event description:
No further information has been attained.

Event description:
It was reported by a physician that a vns patient experienced worsening of seizures due to unknown reason. At the moment the relationship of the increase in seizures to vns therapy is unknown. Attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.